Manufacturer narrative:
Pump passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly and buttons works intermittently. Customer¿s blood glucose was 6.5 mmol/l at the time of incident. Customer stated that the buttons works at the time of call and the battery has been changed. Customer was advised to monitor and call back is issue persists. Insulin pump is expected to return for analysis.